Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 transistors on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).